Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation (pfna) nail broke post-operatively. The implant fractured in the area of the blade-hole. The complainant parts have been explanted. No additional information available at this time. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Additional product codes for this report include hwc. Date of original implant procedure is unknown. The complainant part has been explanted. Date of revision/explant procedure is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Device is not distributed in the united states, but is similar to a device marketed in the us. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 31. Jan. 2013 expiry date: 01. Jan. 2023. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing/summary investigation was conducted. The report indicates that: the pfna blade have no effect on the pfna-nail fracture. The pfna-nail broke through the proximal hole of pfna - blade. The pfna-nail was analyzed for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. The broken implant was manufactured in april 2013. The microscopic view of the broken surface does not show any anomalies of materials structure. The fracture face is homogenous surface what indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Inside the proximal pfna - blade hole, it shows some scratch that is probably from the revision / removal of the implant. It is likely that the pfna - nail could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role, too. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.